Manufacturer narrative:
(B)(6). In trouble-shooting, a hard shut-down of the navigation system was performed as it was found that during the switch of the two navigation systems the site forgot to plug it back to power. After boot-up, everything was working normally. When extracting logs, the navigation system was cycling the mounting of the universal serial bus (usb) stick. The cycling of mounting the usb, and the history with the camera not being connected, points to an issue with the usb. Probable cause determined likely be the navigation system computer. Return requested. Replacement computer shipped to site 09/27/2016. No parts have been received by manufacturer for analysis. On 10/07/2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Camera and axiem intermittently loses communication with computer and software. Computer was replaced and system check-out performed. Issue resolved. System performed as intended. On 10/20/2016 a medtronic representative, following-up at the site, reported the issue occurred during the set-up for the procedure, the patient was sedated, however, no incision has been made.

Event description:
A site representative reported that, while in an electrode and probe placement procedure, there was no communication between the axiem and the surgeon monitor. The axiem was not functioning and there was no green line to the box and the emitter. The site reported there were no green lines to any of the objects in the navigation system set-up screen, however, the surgeon monitor was showing an image. In trouble-shooting, the site used the axiem box from a different navigation system and re-booted, neither action resolved the issue. The surgeon opted to continue the procedure, to completion, using a second navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.